Event description:
On removal of the product it was noticed the tip was missing. Did an x-ray and found tip was located in right mid lung field. No plans to remove the tip. Catheter is available for review. Reported by doctor.